Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. An endoscopy support specialist (ess) had been in contact with the user facility to determine the possible cause of the failures. The ess believed that blood had still been in the basin. Based on the results of the investigation, the following factors may have contributed to the issue: a) expiration of service life of filters, degradation of disinfectant solution. B) water supply piping is not disinfected. Although requested, additional information could not be obtained regarding this event, despite repeated attempts. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): users are instructed to inspect the equipment as described in chapter 3,¿inspection before use¿, preclean the endoscope and put it through the reprocessing process again from the beginning. If bacteria are detected again in the next culture test, contact olympus. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During the call, tac recommended not using the washers and manually disinfecting the scopes. It was also noted, a field service engineer (fse) will schedule evaluation and troubleshoot the device. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), for the past three weeks the scopes were failing 3in1 channel check from healthmark tests. It was also reported that, the endoscope reprocessor failed bacteria check and the customer believed that the basin still had blood in it. There was no harm or user injury reported due to the event. This medwatch is for the endoscope reprocessor. Additional information has been requested regarding the scopes involved in this event. If additional information becomes available, a supplemental report will be submitted and additional reports will be opened as needed.